Event description:
It was reported that a lateral table movement error was displayed on the tower of the 2600 system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Isolated issue to the lateral movement circuit. Reseated circuit connectors and repositioned table lateral. The system was tested and found to be working as intended and placed back into service.